Manufacturer narrative:
H.6. Investigation: eight samples, two with open packaging and six representatives, were received by our quality team for evaluation. The samples were subjected to visual inspection to check for foreign matter. No foreign matter was observed on all samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that needle eclipse 25x5/8 had foreign matter. This occurred on 10 occasions. The following information was provided by the initial reporter: it was reported that 10 needles appear to have a white paint on them.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x5/8 had foreign matter. This occurred on 10 occasions. The following information was provided by the initial reporter: it was reported that 10 needles appear to have a white paint on them.